Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and a curved opening. A leak test was performed which identified an opening. A microscopic analysis identified a curved sharp opening along the patch bond edge assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the shell thickness within specification. The fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a sharp opening assessed as unidentified tear opening. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.